Event description:
Customer reports that when inserting the anchor into the patella, the tip of the anchor broke off. All the broken pieces were retrieved. The procedure continued, and no further problems were noted. This device is used for treatment.

Manufacturer narrative:
Eval confirmed the broken implant. The driver and a portion of the implant was returned. The implant broke where the tip of the driver ends inside the cannulation. Driver and implant hex dimensions were found within specifications. Device history review revealed nothing relevant to this event. From the condition of the implant, it is evident that the event was caused due to improper bone preparation and/or by not maintaining the axial alignment during insertion. This is the first complaint of this type for this part/lot number. This event was attributed to misuse.